Manufacturer narrative:
Product was not returned. A DHR review of the associated kit lot number (k08a112812214m1) was completed, and 0 discrepancies were found. A review of existing CAPA, scar and ncmrs was completed and there are no prior records related to false negative failure mode for this lot. Test lot dhrs: 2112156, 2112165, 2112043, 2112145, 2112174, 2112106, 2112192, 2112233, 2112232, 2111353, 2112202, 2112191 (internal lot #s 210762-24x, 210762-25c, 210762-24y, 210762-25b, 210762-23b, 210762-24w, 210762-24u, 210762-24h, 210762-24o, 210762-24j, 210762-25g, 210762-24v, 210762-24r, 210762-24f, 210762-24p, 210762-24t, 210762-27a, 210762-26k, 210762-24l, 210762-20k 210762-24s, 210762-27e, 210762-24a, 210762-26z , 210762-25j, 210762-2kh, 210762-24g, 210762-25e, 210762-25q). Sample vial lot dhrs: 2112121, 2112122, 2112203, 2112205 (internal lot #s 210762-2jo, 210762-2jv, 210762-2jy, 210762-2ju, 210762-2jw, 210762-2ki, 210762-2jt, 210762-2kl, 210762-2jx, 211346.1-1b, 210762-2km). False negative is a known possible outcome for a very small percentage of cases. Root cause cannot be determined based on the information available. Potential root causes include but are not limited to: environmental contamination, low viral load, and/or device failure. This device is marketed under eua (B)(4) check-it.

Event description:
One device reported as having a false negative result. Complainant received a positive result from a lucira test. Complainants spouse received a negative result from a lucira test. Both individuals had the same symptoms.